Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('leaving metal fragments') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled on apr 16). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: esuure removal was scheduled on april 16. Leaving metal fragments and pet fibers will cause problems. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New event leaving metal fragments was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('leaving metal fragments') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled on apr 16). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: esuure removal was scheduled on (B)(6). Leaving metal fragments and pet fibers will cause problems. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled on apr 16). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure removal was scheduled on apr 16). Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.